Manufacturer narrative:
The reported detachment of the hub was confirmed. The hemostasis hub had been detached from the tubing of the sheath. Dissection of the hemostasis hub revealed a portion of the sheath tubing was still adhered to the hub, confirming the part was manufactured per process. The header appearance met vision system specifications prior to molding. The device met specifications prior to leaving abbott manufacturing facilities as supported by the device history record. The cause of the detached hemostasis hub remains unknown.

Event description:
The introducer was noted as detached instead of loose as reported in the initial report.

Event description:
During device preparation, when inserting the ablation catheter, it was noted that the introducer hub was loose. The introducer was replaced and the procedure was continued. There were no adverse consequences to the patient.